Event description:
Nellcor puritan bennett received a call from representative of an agency on 02/04/2000. Agency called to report the following problem: audible alarm shuts off after approx 1 minute of activation. Sales rep unable to verify the allegation.